Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly, the customer was performing cartridge air removal technique on 4.3.2 software pump. Customer's blood glucose level was 174mg/dl. Reportedly, customer removed original cartridge and found that it was leaking. A cartridge change was performed resolving both issues.